Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the info that we can obtain from the initial complainant. Nsk (B)(4) did not inform nakanishi when this event occurred; a patient was injured (burn) due to malfunctioning high speed handpiece(overheated). Dentist returned complaint handpiece and asked nakanishi to investigate cause of heat up.

Manufacturer narrative:
Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device (B)(4). These activities are described in more detail below. Methodology used: nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur rotated smoothly. Nakanishi measured the temperature rise of the head of the handpiece and it rose suddenly after the beginning of the measurement. In fact, the rise was so sudden (more than 70 degrees) at the head that it might have caused the patient's injury. To preserve headpiece's condition, nakanishi stopped the measurement after 10 seconds. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed build-up of shavings from the ball bearing in the retainer inside the head cap and the cartridge (head cap side). Nakanishi believes that overheating was caused by the wear of bearing retainer. The bearing retainer increased the rear bearing load and caused excess heat generation. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to damage to the bearing retainer. The damage observed caused abnormal rotational resistance, which would result in the headpiece overheating.